Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2004 due to vaginal infection, prolapse of tension-free vaginal tape. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and uretex was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to anterior repair and removal of portion tension-free vaginal tape, vaginal infection, and prolapse of tension-free tape. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent insertion of uretex with concurrent procedure of cystourethroscopy due to sui and grade I-ii cystocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2005 as the tape found in prevesical space causing adhesions between the anterior bladder wall and the sidewalls of the pelvis. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, suture exposure, and nocturia. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a removal of a band of tissue at the vaginal vault, due to vaginal prolapse, sui, and dyspareunia. No additional information was provided.